Event description:
During skin graft, the zimmer dermatome was set to harvest 0.014" split thickness skin graft, but took full thickness graft. Physician was attempting to harvest skin graft from right anterior thigh-settings were proper thickness, but equipment allegedly cut too deep. Right to the fatty tissue.

Manufacturer narrative:
Contacted risk manager at the hospital for the return of the device for repair. Risk manager stated a third party repair service is being used for repair of device. Risk manager was informed that the instruction manual warrants against the use of an unauthorized service center and that the device should be returned to zimmer osp in dover ohio for pm and recalibration on an annual basis.